Manufacturer narrative:
The reported event was confirmed.

Event description:
It was originally reported that the device involved in the event experienced a simultaneous noise during patient use. During testing, an n56 (replace battery) and n252 (depleted battery) were found in device history. The probable cause is related to a known software issue in version (B)(4). Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm, and causes the pump to shut down after 3 minutes.